Event description:
It was reported that possible thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) was positioned. A pigtail catheter was advanced through the was. As the pigtail catheter was being removed the physician noted that there may have been some clots in the was sheath. Aspiration was performed and the imager examined the laa and was sheath but did not visualize any clots or potentially forming clots. A 24mm watchman flx closure device and delivery system (wds) was prepared, inserted, and implanted in the intended location. The patient was admitted to the hospital for monitoring and has since been discharged. The patient's activated clotting time (act) was 221 seconds during the procedure.